Event description:
Customer reported: the pilot balloon fitted on the patient leaked. The information provided to date does not confirm if decannulation/ recannulation of a replacement tube was performed. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.